Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not take up any water during the filling process. There was no suction from left port of manifold and failed circulation pump. Requested a quote for 2000-hour service so that they might order a circulation pump and replace in house. Per additional information received via phone on 22apr2024, it was reported that they discovered the device needs a mixing pump and a circulation pump. They will replace them. The device will not come in for evaluation.